Event description:
Additional information was received indicating that the patient was experiencing pain at the cervical ipg site. As such, patient underwent surgical intervention on (B)(6) 2023 wherein the patient was implanted with lead extensions and the patient's cervical ipg was repositioned from the left flank to right buttock to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: device model number, serial number, lot number, expiration date and UDI have been corrected. Section d6a: device implant date has been corrected. Section d10: devices corrected to reflect concomitant products connected to the patient's cervical ipg. Section h4: device manufacturer date has been corrected.

Event description:
It was reported that the patient was experiencing pain at the ipg site, surgical intervention may take place.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experiencing discomfort at the ipg site was reported to abbott. High impedances were noted ,3000 on contacts 8, 10 and 16. Impendences are not affecting therapy. Also, the battery is tilted forward and hurts to lean back. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.